Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: c154dwk implantable cardioverter defibrillator 2009-(B)(6), 694765 implantable tachy lead 2009-(B)(6), 419488 implantable pacing lead 2009-(B)(6), 305c227 tissue valve 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead failed to capture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.